Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015 due to heart attack. The cause of death was cardiac arrest, kidney failure, and diabetes. The caller stated that the customer has been ill for the last five years. The caller stated that the customer had end stage renal failure, kidney failure, and heart disease. The customer's blood glucose, at the time of death, was 140 mg/dl. The customer was not wearing the insulin pump at the time of death. The device was disconnected since (B)(6) 2015, by the customer's spouse and a nurse, when he went to the intensive care unit. The customer was not using sensors. The caller declined returning the insulin pump for analysis.